Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter repair kit procedure, the device was allegedly damaged when opened. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 7f broviac d/l repair kit catheter was returned for evaluation, and two photos were provided for review. The metal stems were noted to be exposed at the distal end of the catheter. Adhesive material was noted around the proximal portions of the metal stems. The large metal stem moved from place when gently pulled/pushed. The manufacturing site evaluation states, visual inspection of the images showed that the metal stems were observed to be exposed at the distal end of the catheter. Adhesive material was observed around the proximal portions of the metal stems. A closer look revealed that the longer stent had separated from the catheter, residues of use were observed through the sample. Therefore, the investigation is inconclusive for the reported device damaged prior to use as the exact circumstance at the time of the reported event was unknown. However, it is unconfirmed for the reported material integrity issue as more specific damages fracture and material separation issues were identified during investigation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, d4 (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter repair kit procedure, the device was allegedly damaged when opened. The procedure was completed using another device. There was no patient contact.